Event description:
It was reported to philips that the device's plates are physically damaged. There was no patient involvement. The customer was provided a philips remote service engineer (rse) to investigate the reported issue. Upon investigation of the device, the reported issue was confirmed and the cause was traced to a faulty paddle kit. Proceeded with (B)(6) shipment for replacement of the faulty part. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle kit. The part was confirmed shipped for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's plates are physically damaged. There was no patient involvement. The customer was provided a philips remote service engineer (rse) to investigate the reported issue. Upon investigation of the device, the reported issue was confirmed and the cause was traced to a faulty paddle kit. Proceeded with (B)(6) shipment for replacement of the faulty part. Based on the conclusion of the investigation, it was determined that this was a malfunction of the paddle kit. The part was confirmed shipped for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.